Event description:
Unomedical reference number (B)(4). Event occurred in poland. On 23-june-2024, it was reported that the patient faced that pump detected an occlusion that prevents the flow of insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.